Event description:
Rn, registered nurse, attempted to start saline lock with #18 angiocath. After accessing vein, white button pushed and needle did not retract. Unit was placed in a plastic bag and 2 1/2 hours later, needle was noted to have retracted. Patient required an IV to be inserted into another site.